Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on three to four ago with blood glucose of over 500 mg/dl. The customer's other blood glucose is 259 mg/dl. The customer was treated by intravenous fluid. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The insulin pump will not be returned for analysis.